Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level, as levels remained within the normal range. Technical support provided instructions on how to press the button correctly but ultimately decided to replace the pump, and the customer continued using the current pump to ensure uninterrupted insulin delivery.